Event description:
The patient has 2 scs systems and received 2 patient programmers. The programmer related to the complaint is being reported. It was reported when the - button on the patient's programmer is pressed the amplitude increases. The patient is to receive a replacement patient programmer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.